Manufacturer narrative:
(B)(4). The covidien tech support engineer (tse) recommended repair best done before end of life of ventilator by december 2016. Covidien was not authorized to conduct the repair. As per customer information the ventilator will not be repaired.

Event description:
It was received information stating that an 840 ventilator had a graphical user interface (gui) with blank display. The ventilator was not in use on a patient at the time the event occurred.